Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2021. During interrogations, it was noted that there was noise on pacemaker. No programming changes were recommended or performed. Patient condition is unknown.